Event description:
The patient had the following medical history: previous myocardial infarction (mi), angina pectoris (ap), hypertension, lipid metabolism abnormality, diabetes, smoking and past history of pci. The target lesion was the mid right coronary artey (rca). The vessel was de novo and was thrombotic total occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 25mm and vessel diameter was 2.5~3.0mm. The procedure was an emergency case due to ami. Aspiration was conducted. Pre-dilation was not conducted. A 2.5 x 18m cypher (lot number i0606081) was implanted at 18atm for 15 seconds. Post-dilation was not conducted. There was an untreated lesion (% of stenosis was 50~75%) remaining at the proximal end of the mid rca. Ivus was not conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. Two to three hours after the procedure, st elevation on ECG was confirmed. Cag was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus and the remaining lesion, a 3.0 x 18mm cypher stent was implanted at 18 atm proximal to the previously implanted cypher. Balloon angioplasty was also conducted with a 3.0 x 20mm balloon. A 3.5 x 15mm driver bare metal stent was implanted proximal to the 3.0 x 18mm cypher stent. The three stents were overlapping each other. Physician's comment: the cause of the thrombotic event was because there was an untreated lesion remaining proximal to the initially implanted cypher.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.